Manufacturer narrative:
.

Event description:
The hcp reported that, the pt was experiencing return of symptoms. The pt had fallen and was having dystonic episodes. The hcp replaced the implantable neurostimulators and the extensions.